Manufacturer narrative:
Visual inspection confirms that both devices are fractured into two pieces and all of the pieces have been returned. The bottom tibial articular surface provisional (tasp) fracture is proximal to the lateral edge of the central post. The top tasp fracture is proximal to the medial edge of the insert for the central post. The reported issue has been previously investigated and a device history record review is not required. The top tasp had a field life of two years and five months while the bottom tasp had a field life of two years and two months. Both of these device were used an unknown number of times. Due to their extended time in the field, it is assumed that both devices left zimmer biomet control conforming. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. These particular devices are listed in the aggregate tasp scope list associated with the device re-design. Based upon the information provided, the root cause is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.